Event description:
The doctor believes the staple line was oozing blood. The bleeding was stopped by using the harmonic scalpel. The procedure time was increased by 1 hour. There was no additional pt consequence.